Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a 300mm thoracic aortic dissection. It was reported that during the index procedure when the stent was delivered to the target location in the patient's body, the physician held the gray handle in his left hand and pulled the trigger in his right hand to deploy it quickly. It was reported that the gray handle of the delivery system fell apart, causing the entire stent to be pulled back and displaced. It was reported that following this, after the stent was dislodged, another domestic stent graft was implanted instead. As per the physician the cause is the gray handle of the stent delivery system fell apart during the deployment process. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
A valiant captivia stent graft was implanted in the endovascular treatment of a 300mm thoracic aortic dissection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the cause of the reported device deployment issue leading to the inaccurate delivery of the stent graft could not be determined by the films provided. Analysis of the returned films did not reveal any stent graft or anatomical anomalies that could explain the reported deployment issues. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy could not be performed. Additional images during implant were not provided including any cine images during stent graft deployment and inaccurate delivery and a review of any images during the reported events could not be evaluated. It is likely that the contrast blush observed on the inner curvature was related to a type IV endoleak due to porosity of the device; this endoleak appeared to be resolved after the implantation of the second device. It is possible that a device issue occurred to cause the inaccurate delivery; however, the delivery system is not due to be returned so a thorough investigation of the device itself cannot be performed. Additional information: it was reported that the grey handle separated into two halves, but was then quickly spliced together again for the operation to continue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo evaluation summary five (5) photos of the device handle were received. There were no photos showing the front grip (gray handle) components separated. If information is provided in the future, a supplemental report will be issued.